Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced pericardial effusion. During the procedure the catheter was moved to what was thought to be the coronary sinus (cs) with the guidewire extended past the tip when the effusion was noticed. Pericardiocentesis was performed. It is unknown if the procedure was completed, but the patient was hospitalized after the complication. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.